Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that they went swimming with the insulin pump. Customer stated that the insulin pump asked for battery change and after inserting new battery insulin pump was not taking it. Customer stated the display was not blank less than 30 seconds and did not return. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, sleep current measurement and active current measurement within specifications. Device was monitored and functioning properly. No unexpected blank display noted during testing. However, device received moisture damage at the electronic assembly noted.